Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited noise episodes. The patient's condition and intervention were unknown.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. There were no patient consequences.